Event description:
It was reported that an alert for shocking impedance less than 30 ohms was observed when programming the device to MRI protection mode. A boston scientific technical services consultant discussed the reported clinical observation and

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert for shocking impedance less than 30 ohms was observed when the device was programmed to medical resonance imaging (MRI) protection mode. A boston scientific technical services consultant discussed the reported clinical observation and instructed the caller how to save and send in device data. No adverse patient effects were reported.